Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
Attune total knee revised due to infection. All four components explanted and cement spacer inserted. Patient consequence? Yes. Patient consequence description: infected. Action taken for procedure: explant. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.